Event description:
It was reported that the tip of the 3.5mm inserter (long) broke off and that the tip of the 3.5mm inserter (short) stripped during use.

Manufacturer narrative:
Add'l lot # 14-441044.